Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer wanted to program a new insulin pump and called for assistance with obtaining the settings from the old device. During the call, the customer was assisted with rewinding the insulin pump and the customer reported that it alarmed no delivery multiple times while trying to prime. The customer was advised that the device seemed to be stuck in the rewind/prime loop and she would not be able to get any information. She stated she would get in contact with her doctor to obtain the settings. Blood glucose value is unknown. The device was not returned for analysis.